Event description:
It has been reported to philips that the footswitch is working intermittently. At times when pressing the footswitch, nothing happens. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed wired footswitch was working intermittently. Upon functional testing fse checked logfiles and found many en-x errors when footswitch was pressed. To resolve the issue fse ordered and replaced footswitch. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.